Event description:
Received call from patient who stated that one pacing lead was placed too deep and it was necessary to go back in and do a replacement. Patient stated was in ccu. The patient had a bsx right ventricular (rv) lead and an mdt right atrial (ra) lead implanted and it is currently unknown which lead was too deep. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).